Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for 24 hours. The blood glucose level was 225 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.